Event description:
It was reported that the patient underwent a plif procedure using a rod construct at l5-s1 to treat grade ii spondylolisthesis. Approximately two weeks post-operative it was discovered by x-ray that the screws were loose and the rods were no longer locked down. Approximately six week's post-operative, the patient underwent a revision surgery where the surgeon found that both rods had come lose from screws however, the set screws were still in screw heads at l5. The screws at s1 appeared to be fine. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Set screw threads do not show evidence of cross threading. Microscopically examined set screw rod interface nodes and surfaces; the rod interface node height and morphology of node deformation are atypical of full tightening, in comparison to the bench comparison samples. Set screw center node deformation height (@ center) significantly different than bench tested samples, consistent with incomplete rod seating in the base of the mas head saddle. Asymmetrical witness marks were identified on the set screw. Set screw rod interface node height and associated witness marks indicate rod may not have been completely seated in mas saddle at final tightening. Witness marks on the set screw and corresponding rod locations are consistent with fall. A review of the device history records did not identify any applicable nonconformance to specification.